Event description:
Patient's representative reported rupture. This relates to right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b3, b5, g1, g2, h6

Event description:
Patient representative additionally reported against right device "possible consequences in the future are still uncertain". Healthcare professional additional reported right side pain and capsular contracture baker grade unknown.

Event description:
Patient's representative reported anxiety related to recall as "possible consequences in the future are still uncertain". Subsequently, physician reported capsular contracture - baker grade unknown and pain. The device was intact and has been explanted. This relates to the right side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Anxiety¿product/procedure: unable to observe, since it is a medical event. And is not related to the device. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient's representative reported, against right device. "Possible consequences in the future are still uncertain". Healthcare professional additional reported, right side pain. And capsular contracture, baker grade unknown. The event rupture, which was previously reported, was for the contralateral side, because the right device was intact. Device has been explanted.